Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: a segment of the driveline cable associated with (B)(6) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced by a medtronic employee. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned segment of the driveline cable revealed that the device passed functional testing. Visual inspection of the returned segment of driveline cable, as well as on-site visual examination and visual evidence provided by the site, revealed that there was damage to the outer sheath, inner lumen, and to the insulation of the wires. Visual inspection also revealed damage to the strain relief, yellowing of the outer sheath, and contamination within the driveline connector. The observed contamination is an additional finding not related to the reported event, likely due to the handling of the device. Functional testing of the driveline segment revealed that the driveline passed the continuity and locking mechanism test. Log file analysis revealed several reactivation events, electrical fault alarms, and high watt alarms. Review of the event log file revealed several reactivation events and two (2) electrical fault alarms since (B)(6) 2023 indicating overcurrent condition on the rear stator, resulting in the pump running on a single stator. This likely triggered the subsequent 137 high watts alarm since (B)(6) 2023, due to the increased power consumption required to run on a single stator. Log file analysis also revealed a constant increase in power consumption and estimated flows within the analyzed period followed by a sudden increase in power consumption on (B)(6) 2023 leading to parameters above normal operating range. As a result, the reported events were confirmed. A driveline splice procedure was performed to mitigate the reported conditions. Based on the available information, the device may have caused or contributed to the observed high power event. Based on the risk documentation, possible root causes of the constant high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the observed inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath present. A possible root cause of the damage to driveline cable wires may be attributed to the handling of the device after the outer sheath damage left the driveline cables exposed. A possible root cause of the observed driveline strain relief damage may be attributed, but not limited, to wear and/or the handling of the device. The most likely root cause of the electrical fault alarms, high watt alarms, reactivations, and overcurrent condition can be attributed to the damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was exhibiting high watt and electrical fault alarms. The patient was admitted to intensive care unit (ICU), and given an ¿a line, epi, IV push xt¿. During the repair it was noticed that the driveline segment was broken 10 cm from strain relief showed exposed wires. It was noted that there was no driveline cover on the patient's driveline. A driveline splice repair was performed, and a driveline cover was requested and used. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.